Manufacturer narrative:
Na

Event description:
It was reported in a service report that the foot end would not go up and the foot end jack was leaking oil onto the floor. No adverse consequences reported.